Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer returned pump having failed batt test alarm. Pump monitored for a day. Pump received with normal operating current. The stop (idle) current and run current measurement tests are within specification. Pump passed displacement test, self test and passed off no power test. No unexpected failed batt test alarm noted during testing. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. The test p-cap/reservoir does lock into place. The following were noted during visual inspection: cracked battery tube threads, scratched reservoir tube window, stained address/serial number label and stained end cap sticker. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Unit passed all required test. Failed batt test alarm anomaly not confirmed.

Event description:
Information received by medtronic indicated that the insulin pump had failed battery alarm. Customer stated battery failed alarm reoccurred after battery change. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue use of the device.